Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unstable implant, where the capsular integrity of the patient's left eye (os) is no longer viable to keep the lens in position. As a result, zmb00 tecnis multifocal iol (intraocular lens) was explanted from patient''s os. Standard incision was also performed to remove the lens and there will be planned anterior vitrectomy per follow-up. Reportedly, the patient had blurred vision (B)(6) 2018, so the lens was also reposition then. However, patient was doing well post-surgery as there was no patient injury. Product is expected to return. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Corrected data: in the initial MDR 2648035-2018-01235, (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.